Event description:
Per the audiologist, at the initial stimulation of the device the patient reported facial nerve stimulation due to anomalous electrodes that were mapped around to resolve the issue. Since then, the patient has reported a decrease in performance. The results of a CT scan indicate the electrode array is doubled over near the entrance of the cochlea. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
(B) (4)